Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly and introducer sheath were kinked in multiple locations throughout their lengths. The introducer sheath was retracted proximally on the pusher assembly, with the proximal end of the introducer sheath located approximately 51.0 cm from the proximal end of the pusher assembly. The friction lock was present on the introducer sheath and had no damage or irregularities. The pusher assembly was fractured approximately 51.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. Conclusions: evaluation of the returned device revealed the pusher assembly was fractured. This damage may have occurred due to forceful manipulation of the ruby coil during attempts to resheath it. Fracture of the pusher assembly may allow the pull wire to retract out of the distal detachment tip (ddt), which would allow the embolization coil to detach. Further evaluation revealed the pusher assembly and introducer sheath were kinked in multiple locations. This damage likely occurred due to return packaging conditions. The root cause of the ruby coil being outside of the introducer sheath during removal from the packaging hoop could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the radiologist found that part of the ruby coil was outside of its introducer sheath upon removal from its packaging. While retracting the coil to resheath it, the coil unintentionally detached. The ruby coil was found prior to use and therefore, it was not used for the procedure. The procedure was completed using a new ruby coil.